Event description:
It was reported that the patient presented in clinic for a routine follow up. It was noted that the right ventricular (rv) lead exhibited noise oversensing and low pacing impedance. The rv lead was explanted. The patient was stable throughout.